Manufacturer narrative:
(B)(4). This is a report of a use error, where reuse of a single-use product occurred. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) reused single-use supplies during an unknown filling cycle of peritoneal dialysis therapy. The hp disconnected an empty heater supply bag and connected a small bag to the heater line. The technical service representative (tsr) advised the hp to never disconnect solution bags once they¿ve been connected to the set-up. The tsr assisted the hp with ending the therapy. Proper procedures were reviewed with the reporter. It was not reported how the hp completed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.